Manufacturer narrative:
Product event summary: the device was returned and analyzed. Device memory indicated a power on reset occurred and that a critical ram parity error occurred in address (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after the reset.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset due to a bit flip in the random access memory (ram). The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.